Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) product typ programmer, patient; product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product typ catheter. (B)(4).

Event description:
It was reported that the pump was flipped and not facing the proper position to allow for refill appropriately. Troubleshooting included trying to flip the pump back. The pump was being revised. It was noted that the location of the pump and the patient's body shape were the cause of the flipped pump. No patient symptoms were reported. It was later reported that the patient was receiving therapy and doing well. The device system was used to deliver hydromorphone (dilaudid).